Manufacturer narrative:
The investigation determined higher than expected results were obtained on a patient sample and a non-vitros quality control fluid processed using a vitros glucose reagent on a vitros 5600 integrated system. There was no evidence to suggest the vitros glucose reagent or instrument malfunctioned. It was concluded that a sub-optimal calibration event was the most likely assignable cause. The issue began after a new vitros glucose lot was calibrated and put into use. The calibration parameters were reviewed and were concluded to be atypical. The issue was resolved when the vitros glucose lot was re-calibrated using the same calibration kit lot and acceptable quality control performance has been maintained.

Event description:
The customer obtained a higher than expected vitros patient result and three higher than expected quality control results processed using vitros glucose on a vitros 5600 integrated system. Non-vitros biorad liquicheck control (lot31842) level 2 glu = 507.8, 502.4, 569.7 versus expected 274.4 mg/dl. Patient sample = >1250 versus expected 673 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The biased patient result was reported outside of the laboratory. There were no reports treatment was altered, initiated or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) complaint number (B)(4).